Event description:
After exposure to an odor staff believes is coming from this pack, several staff members had vomitting and light-headedness, sore throat and headache and went to the e.r. For treatment.